Manufacturer narrative:
Date of birth is on an unreported date in 1936. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Twenty-six days after the onset, antibiotic treatment was stopped and dianeal therapies were discontinued. At the time of this report, the patient has not recovered and was transferred to hemodialysis (hd) due to the event. No additional information could be provided because the reporter declined follow-up.